Event description:
It was reported that the pump battery couldn¿t be charged. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. In addition, the customer experienced thirst and dry mouth. Bg was addressed via manual insulin injection. Customer reverted to an alternate method for insulin therapy.